Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-jul-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was stuck in the tip of the cartridge and overridden by the plunger rod. The cartridge tip was observed to be stretched and deformed. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected; no issues were identified. The portion of the lens sticking out of the cartridge tip was observed to be torn and damaged. No further issues were identified. A photograph provided by the customer was evaluated. The photograph displayed the suspect lens stuck in the cartridge and overridden by the plunger rod. The lens was observed to be torn. The complaint issues "override" and "lens damaged" were identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the package of the preloaded monofocal intraocular lens (iol), it was found that despite the correct injection of viscoelastic, the plunger did not engage the iol correctly, which resulted in the iol breaking. No additional information was received.